Event description:
Healthcare professional reported "once they dropped the implant into the funnel, the implant would not propel into the pocket". Device was not implanted.

Manufacturer narrative:
Clarification d.4 lot number : 23l15c. A review of the device history record has been initiated. F any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: inadequate lubrication.

Manufacturer narrative:
Additional, changed, and/or corrected data: d1, d3, d4, g1, h4, h6.

Event description:
Healthcare professional reported "once they dropped the implant into the funnel, the implant would not propel into the pocket". Device was not implanted.